Manufacturer narrative:
The device passed the displacement test, rewind, prime or seating, basic occlusion, force sensor and occlusion test. No pump error 35, 37 to 40, 42, 43, 79, 80, 82, 130 during testing. No pump error 38 noted during testing. During visual inspection, the motor had moisture damage.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that no motor movement or negligible movement. Retries to free a stuck motor failed. Blood glucose was unknown. Customer reported that insulin pump detected possible issue with the motor. The insulin pump will be returned for analysis.